Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to migration of the electrode array out of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.